Manufacturer narrative:
(B)(4). Date sent: 1/17/2020. Date of event: publication year of 2002. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title : results of laparoscopically assisted colon resection for carcinoma author : c.a . Anderson, f.r. Kennedy, m. Potter, h. L. Opie, s. Flowers, s. Lewis, m. Belmont, d.l.fowler citation: surg endosc (2002) 16:607-610; doi: l 0. 1007/s004640080079. This prospective study discussed about the results of first 100 patients treated with laparoscopically assisted colectomy for colorectal carcinoma. From october 1990 to march 1999, out of 100 patients (male=39, female=61; mean age=72.9 years, age range=28-98 ± 12.7 years), 93 patients underwent resection with curative intent. During the procedure, all the resections were performed in a similar fashion. Each patient had preoperative colonoscopy, and some patients underwent intraoperative colonoscopy to locate the lesion. Port placements varied depending on the type of resection performed. The colon was mobilized as in open surgery. This was accomplished with either dissecting scissors or ultrasonically activated shears (laparosonic coagulating shears, ethicon). Reported complications included anastomotic leak (n=2); postoperative bleeding (n=2); and anastomotic bleed (n=1). In conclusion, laparoscopically assisted colectomy for cancer can be performed safely. The recurrence rate after laparoscopically assisted resection appears to be at least as good as after open resection.